Manufacturer narrative:
In the initial regulatory report, it was stated that patient impact information was unknown. It is now being corrected to state that there was no impact to the patient in conjunction with this reported event. A sample has been received by manufacturing that has not yet been evaluated. No further information can be expected from the customer. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification was received confirming that there was no impact to the patient. No further information can be anticipated.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was bent on the tip and unable to cut during surgery. An alternate knife was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Corrected information is provided in to correctly code that there was no patient impact associated with this reported event. One opened knife sample was received by manufacturing without a tray or tip protector, but with lid stock, for the report of bent tip and unable to cut. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the reported lot number for the reported complaint issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges exhibited on the returned, opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).